Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a CT to flouro, posterior t10-pelvis fusion, two screws (right l5, right s1) were medial by 5mm. They were noticed after the imaging system spin. Navigation seemed accurate and on trajectory during the case, however there was a lot of soft tissue pressing on the instruments causing the deviation. The surgeon adjusted the screws (right l5, right s1) free handedly. The procedure was delayed 1 hour or longer. There was no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. The exports/logs were returned for clinical analysis. The analysis determined the root cause of the deviations experienced in the or is soft-tissue pressure applied on the tools while instrumenting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.